Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 29 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 33 mg/ dl at the time of the call. Caller states that something happened today and patient had to fill the reservoir again and she is wondering if he was without insulin for a while. Customer states the most recent set change was at 1:00 pm (B)(6) 2017. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.